Event description:
(B)(4). Developed hashimotos disease. Night sweats, bloating, headaches, night sweats, depression, mood swings, heavy and irregular bleeding, extreme pelvic pain, dry skin, and thinning of hair.